Manufacturer narrative:
A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the feedback received from the survey, this complaint is being reported because an instrument breaking inside the patient's body could result in unintended fragment(s) falling inside the patient and require surgical intervention. At this time, it is unknown what instruments broke, what caused the breakage to occur, and whether there were fragments that fell inside the patient. While there was no reported harm or injury to the patient, the reported issue could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported in a survey that the surgeon experienced "instruments breaking inside patient" with no further details provided. Intuitive surgical, inc. (Isi) was unable to follow-up to obtain additional information as the customer/site information was not provided.